Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Of note: the attached journal article does not mention specific device model/serial numbers. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
Frommeyer, gerrit, et al. (2025). "Long-term follow-up of the s-ICD: a 10-years follow-up study of a large single center cohort." Pacing and clinical electrophysiology, 2025; 0:1-4. Https://doi.org/10.1111/pace.15173. The above study aimed to provide long-term follow-up data in a single-center cohort including patients with therapy duration of ten years or more. Between july 2010 and november 2013, a total of 76 subcutaneous implantable cardioverter defibrillator (s-ICD) systems were implanted at the authors' institution. In eight patients, conversion to a transvenous ICD system was necessary. This was either due to heart failure with indication for biventricular pacing, significant episodes of bradycardia, oversensing that could not be solved, or pocket infection. In four patients, the s-ICD system was explanted without replacement for different individual reasons. Sixteen patients already underwent two generator replacements while one generator replacement was performed in the rest of the cohort. In twelve patients, inappropriate shock delivery due to oversensing occurred. Oversensing was mainly due to inappropriate detection of t-waves or p-waves. Of note, this could be resolved in all but two patients. No other adverse patient effects were reported in the referenced study.